Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A records evaluation (mre) was not performed. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. H10 additional narrative: added: a2, a4, a5, a6, b5, b6, b7, d10, g4, h4 and h6. Corrected: d1, d2, d4 and d6a.

Event description:
Medical records received. On 05/15/2012 pathology report shows several of the fragments are necrotic in appearance, one of the fragments shows chronic inflammatory cells on (B)(6) 2012, the patient had an extended femoral osteotomy, removal of total hip components including both femoral and acetabular components, implantation of cement spacer with antibiotics to address probable infection in the left hip. Patient was reported to have had pain. Prior to this revision, the patient had several injections to attempt to alleviate the pain with limited success. During this revision surgery, the surgeon observed silver discoloration to the joint fluid. All components were revised due to the probable infection. An extended osteotomy was required to remove the well-fixed femoral stem. (No mention of the manufacturer of the components removed or the components implanted in the current medical records). Cement spacers were placed during this procedure. (B)(4). On (B)(6) 2012, the patient had a revision of left total hip arthroplasty, reimplantation and finishing of the second stage, to address post infected left total hip arthroplasty. It was noted that the patient had a previous trochanteric osteotomy that had to be reopened and the trochanteric osteotomy had to be replaced after the insertion of the femoral component, with the use of cables. Depuy components were implanted during this procedure, including pinnacle gription cup, altrx liner, apex hole eliminator, biolox delta ts ceramic femoral head, reclaim proximal body, reclaim distal stem and a pinnacle cancellous bone screw. (B)(4). (B)(6) 2013, there is a new transverse periprosthetic fracture of the left greater trochanter periprosthetic fracture of the left greater trochanter with mild superior displacement of the fracture fragment. Intact bilateral total hip arthroplasties with left proximal femoral cerclage wires. (B)(4). Doi: (B)(6) 2012; dor: unrevised; left hip.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information that has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: b6. If information that was not available for the initial report is obtained, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Ppf and sticker sheets received. Ppf alleges infection and elevated metal ions. Doi: (B)(6) 2012; dor: (B)(6) 2012 (left hip). Ppf noted that nothing was removed on this date but a ceramic implant was put in to fill the space created by the removal of the metal implant removed on (B)(6) 2012. This pc is for the second revision of the left hip. See (B)(4) for the first revision.